Event description:
Reportedly, at one month post implant check, it was noted that the impedance was > 3000 ohms with a high ventricular threshold; no loss of capture was observed. During the reintervention, it was noted that the ventricular lead pin was visible through the header block and the connection looked fine. On disconnecting the lead from the pacemaker, the lead was retested and all electrical checks were found to be fine. Nevertheless the device was explanted. A new device was implanted instead. The subject pacemaker was returned for analysis.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.